Event description:
Patient reported left side liquid, bigger breast, sore and loose prosthesis. The device remains implanted. These symptoms do not meet the criteria of a serious injury at this time. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid", "bigger breast", "sore" and "loose prosthesis".

Event description:
Patient reported left side "liquid", "bigger breast", "sore" and "loose prosthesis". The deice remains implanted.